Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not secure on the v60 stand. The feet are broken off and the screws that secure the device on the cart is broken. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is not secure on the universal stand. The customer will order the parts needed and secure the v60 to the stand. The rse provided parts ID for the thumbwheels 2 pk, feet kit, 4 pk and cover cpu tray. The customer called back into technical support for assistance regarding the screws they received, inquiring which specific screws should be used to secure the device to the universal roll stand. After discussing the necessary components, it was clarified that the thumbwheel screw should be used on the back left and front right positions at the bottom of the v60, with the feet placed between the screws. The customer confirmed they would attach the device to the cart and would reach out for further assistance if needed. Investigation remains ongoing.

Manufacturer narrative:
The customer replaced the feet to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.